Event description:
Literature article reviewed. Flynn jn, wijeratna m, evans m, lee s, taylor dm, hoy ga. Glenoid vault perforation in total shoulder arthroplasty: do we need computer guidance? Shoulder elbow. 2021 feb 13. Pmid: 33717224. The article's purpose was to evaluate outcomes of glenoid peg perforation testing the assumption that perforation produces worse results. Patient data: the mean patient age at surgery was 68 years and the mean duration of radiological and clinical follow-up was 46 months. Forty-five (58%) patients were female. Forty-four (53%) prostheses were in the dominant arm. Depuy products: global advantage or global ap with an anchor peg glenoid component. Cement manufacturer is not provided within the article. Adverse events: (7) glenoid vault perforation by the central peg ¿ no treatment noted; (1) aseptic glenoid loosening ¿ revision; (2) rotator cuff failure ¿ revision and arthroscopic cuff repair; (2) glenoid bone fracture ¿ revision and orif; (1) infection ¿ revision; (3) stiffness ¿ hydrodilatation and arthroscopic capsular releases; (1) instability ¿ plication of the posterior capsule.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. This complaint was opened to document complaints derived through a journal article review. Follow-ups were done to try and obtain additional information from the author of the journal article. No further information was received. Device history lot: a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.